Manufacturer narrative:
(Device not returned).

Event description:
The user reported that there was a shortage in the numbers of cannulas received in a unit box; received 19 versus 20. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.